Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (she underwent one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (she underwent one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), pelvic pain ('pelvic pain'), genital haemorrhage ('heavy abnormal bleeding') and pregnancy with contraceptive device ('pregnancy ( no complications)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding ( vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding ( vaginal, menorrhagia)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs received: lawyer was added. New events- fallopian tube perforation, vaginal bleeding, menorrhagia, pregnancy(no complications), device ineffective were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.